Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, brown and black particles, curved opening. A leak test was performed and found three openings. A microscopic analysis identified a curved sharp opening on patch bond edge assessed as unidentified(tear) opening, a dimension measurement in the shell was performed which identified the thickness within specification), and two curved striated openings on anterior and posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening and two curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.